Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The trace history showed that there was a daily total average from 12.4 units to 47.75 units per day. The daily basal total was from 6.025 units to 316.225 units and the daily bolus total from 6.30 units to 32.05 units per day.

Event description:
It was reported that the customer has passed away in a hospital. The cause of death was heart failure/ heart attack. The customer was wearing the insulin pump at the time of death. The customer's blood glucose at the time of death was 180 mg/dl. The customer was using sensors but was not wearing one at the time of passing. The customer was hospitalized on (B)(6) 2015. The customer had a heard disease and a stroke. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.